Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hypoglycemia with a blood glucose of 55 after a routine breakfast with a meal announcement, and the event required oral carbohydrates which stabilized glucose; the device-related information available was insufficient and no specific device component could be identified. Symptoms included dizziness consistent with hypoglycemia. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient device information and no identified device component issue. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.